Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had disconnected while infusing. Information on patient impact is unknown.

Event description:
It was reported that the device had disconnected while infusing. Information on patient impact is unknown.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the returned syringe module disconnected while infusing could not be confirmed or replicated. ¿ the review of the syringe module error log showed no recorded errors or malfunctions relevant to the reported issue. ¿ the review of the syringe module event log showed that the device was not powered on during the reported date of 29 november 2022. The last recorded infusion occurred on 24 december 2021 at 1:24 pm and the device was channeled off approximately 3 minutes later with no indications of a disconnect event. The last power up was on 28 december 2021, when the source device was attached to pcu s/n (B)(6) and placed into maintenance mode. ¿ the laboratory testing that was performed on the syringe module¿s left and right iui connectors failed to replicate the reported disconnect event. ¿ internal and external inspection that was performed on the syringe module found no irregularities. ¿ alaris system direction for use (dfu) gives instruction for proper cleaning procedures. Proper cleaning procedures ensure residue does not build up in the system. ¿ the system was being used for patient treatment. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had disconnected while infusing. Information on patient impact is unknown.